Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) pressure monitor not functioning as informed by the engineer, the pressure monitor is not functioning. No one was harmed onsite.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) unit had pressure signal was not being sensed properly . Although a patient was involved, no injury or harm occurred.

Manufacturer narrative:
Updated fields : b4, b5, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions ), h11. A getinge field service engineer (fse) evaluated the unit and no pressure related issues were found. Compared the patient pressure with customer multiparameter monitor and found both pressures are the same. The unit was thoroughly tested, confirmed to be in good working condition, and subsequently handed back to the customer for clinical use.